Manufacturer narrative:
The instrument was returned and evaluated. The customer initially reported loose cable, however, for clarification the damaged instrument component was a broken pitch cable. Based on this clarification, the customer reported complaint is confirmed. The pitch cable is broken at the distal clevis hub. Cable segment that contains the crimp is still installed in clevis. Clevis does not exhibit any damage or wear marks. Electrical continuity passed. Additional finding: scratch on maintube. Distal end of main tube has various scratch marks with light material removal. Suggesting the may have been caused by instrument collisions or rough handling. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the pk dissecting forceps instrument had loose cables. The instrument was not used on a patient. No patient harm, adverse outcome or injury was reported.